Event description:
On september 9, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an error 2 message. On september 16, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose once per day and manages her diabetes with oral medication (actos, glucophage). The error 2 message began the previous month. The patient indicated she did not understand what the repeated error 2 message meant and stopped testing her blood glucose. Sometime after the product issue began, the patient reportedly was passing out and falling down. The patient claimed she had two broken ribs due to the fall. In addition, the patient had symptoms of dry mouth and blurred vision. Five days prior to report, the patient drove to the hospital where she obtained a blood glucose reading of "440 mg/dl" on the doctor's meter. The patient indicated she was treated for dehydration and hyperglycemia on the day of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct and the error 2 message appears when the power button is pressed. This complaint is being reported because the patient claimed she was treated for hyperglycemia after she stopped testing her blood glucose, due to the error 2 message. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.